Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every other p-wave during atrial arrhythmia was in the blanking period (not sensed). It appeared to be 2:1 conduction. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.